Manufacturer narrative:
No parts were received by the manufacturer. Event problem and evaluation: on 6-jul-2015, a medtronic representative followed up with the site to perform an imaging system checkout; however, the site¿s radiology department tested the imaging system and found that it booted up properly and there were no issues with the 3d spin or 2d images. The reported issue could not be replicated; therefore, the site declined further assistance from the medtronic representative. (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the imaging system was used to take a 3d spin during a spinal fusion procedure, the system showed black and white static for the images. There were no issues with the 2d images. In trouble-shooting, the imaging system was removed from the room before confirming the kv setting for the spin. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No further details were provided.